Manufacturer narrative:
A4: unk, a5: unk, a6: unk. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -13.00/+1.5/073 (sphere/cylinder/axis), in the patients right eye (od), (implanted vertically) on (B)(6) 2024. The lens was explanted on (B)(6) 2024 due to patient experienced a refractive surprise. The lens was replaced with another same model/length but different power lens (implanted vertically) and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in a microcentrifuge vial, with residue/debris on product. Visual inspection found a lens haptic deformed. Dimensional verification was performed and the lens was found to be in specification. Refractive verification was performed and the returned lens did not meet original values measured at the time of manufacturing. Claim # (B)(4).

Manufacturer narrative:
Corrected data: h6: health effect - impact code (f): 4629. Claim # (B)(4).

Manufacturer narrative:
H6: device history record (DHR) review: the DHR review indicated that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. Claim # (B)(4)